Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. E1 correction: the reporter's name, address, and contact information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted due to the patient having respiratory issues and having to be flipped over to intubate. Surgical intervention was undertaken again on (B)(6) 2023 wherein the patient was implanted a new ipg and lead. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000037968.

Event description:
It was reported that one of the patient's leads had high impedances. As a result, surgical intervention may be undertaken in the future to address the issue. Investigation was unable to determine which of the leads had high impedances.